Event description:
It was reported that the device was sent in for a preventive maintenance and there was a problem found with the rotary flow valve assembly.

Manufacturer narrative:
Manufacturing device history record review was not performed due to the age of the device. Device was sent in for a preventative maintenance service, and there was a problem found with the rotary flow valve assembly. Visual inspection found the battery cover was cracked, front panel was bent and the MRI battery was missing in the battery compartment. Replaced rotary flow valve per internal CAPA and trend analysis action - assembly error. Replaced missing MRI battery, updated sintered filter and o rings. Reshaped front panel. Adjusted patient pressure cycling light-emitting diodes (led) to tolerance. Replaced c-pap, relief alarm and o2 knobs. Device passed all functional tests.